Event description:
It was reported that an auto mode switch episode showed uncertain behavior. It appeared that a paced atrial beat resulted in atrial fibrillation (af). The episode was not noticed by the patient and the af did not last long. The patients condition was food after the event. The issue was resolved with device reprogramming.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.